Event description:
It was reported that the right ventricular lead had one episode of t wave oversensing. It was also noted that r waves were manually measured at a lower value than they were during automatic measurement. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.